Event description:
It was reported that following an magnetic resonance imaging (MRI) scan, incorrect data regarding current drain and longevity was noted on the device. Abbott technical support was contacted and the temporary incorrect data was suspected to be due to diagnostic data clearing when programming the device into MRI enabled mode. No intervention was required. The patient was in stable condition.